Event description:
It was reported that during an unknown procedure there was a connecting error. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. D4 batch #: a9cl7g. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was received with the mount loose. Not all functional testing could be performed due to due to the loose mount and no instrument could be attached to the handpiece. As the instrument was recognized by the gen, the reported event of "communications issues" could not be confirmed. The handpiece was disassembled to verify the condition of the internal components, and evidence of remanufactured activities and component replacement was noted. The internal hand activation wires were different from the standard wire used at the current ees manufacturing process. This has been identified as a reprocessed handpiece. This issue may contribute to the loose mount. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch a9cl7g, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.